Manufacturer narrative:
The pump powered up properly after battery installation. The pump was received with operating currents within specification. The pump passed the self test, rewind, seating, basic occlusion, occlusion, force sensor and displacement tests. The pump was monitored and no blank display anomalies were noted. The power connector was plugged in and locked in place properly. The pump was received with a cracked keypad overlay at the select button. The pump was received with minor scratches on the lcd window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 130 mg/dl. The customer stated that the device was not dropped and not exposed to moisture. The customer was advised to remove battery for 2 hours and monitor blood glucose. Customer was advised to resume injections if needed and if display is still blank we will send pump replacement. The customer was asked verbally and in written form to return broken pump for analysis.